Event description:
It was reported the pump alarmed an error message call for service while patient was hospitalized due to previously reported ms3 pump issue, patient is on flolan. Patient complains of migraines.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be a board related failure, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. G2 email is: regulatory.responses@icumed.com.